Event description:
The device was removed due to a "loss of fluid". As reported to the entire device was removed and replaced with another MFR's device. 1/6/97-upon receipt of the physician/surgeon's operative report, it stated". Revision of a malfunctioning penile prosthesis. This pt had a co's prosthesis inserted several years ago, and it had been functioning well until the past few months when it failed to function".